Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a thrombectomy case, there was withdrawing difficulties with a 5x33 embotrap ii (et009533, 19k283av) into a react 71 aspiration catheter. The thrombus got stuck between the catheter¿s tip and the embotrap when the doctor was trying to pull the clot out. There were no surgery delays due to the event. There was no patient injury reported. The same embotrap was not advanced through a new microcatheter. The embotrap will be returned inside the react 71 catheter. No additional information is available. The initial examination of the returned embotrap device identified that it was firmly lodged in the react 71 catheter and attempts to remove were unsuccessful. The damage noted during the visual inspection under magnification i.e. The slight separation of the distal coil is indicative of withdrawal of the device against significant resistance. The complaint indicated that the physician was unable to withdraw the returned embotrap device completely through a react 71 catheter. Inspection of the returned products, the embotrap and react 71 catheter, could not determine a device malfunction (of either the embotrap or react 71). The most probable root cause for the difficulty in withdrawal of the embotrap through the catheter are concluded to be: ¿ withdrawal of a large clot burden with the device, resulting in difficulty in withdrawal of the device through the lumen of the react 71 catheter. This is supported by the large amount of congealed blood noted in the react 71 catheter and the location of the congealed blood. A review of the manufacturing documentation associated with lot number 19k283av presented no issues during the manufacturing or inspection process that can be related to the reported event. The reported customer complaint of ¿embotrap - withdrawal difficulty into guide/intermediate catheter¿ was confirmed. The root cause is concluded to be difficulty in withdrawal through the catheter lumen due to the withdrawal of a large clot burden with the embotrap device. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. This information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during a thrombectomy case, there was withdrawing difficulties with a 5x33 embotrap ii (et009533, 19k283av) into a react 71 aspiration catheter. The thrombus got stuck between the catheter¿s tip and the embotrap when the doctor was trying to pull the clot out. There were no surgery delays due to the event. There was no patient injury reported. The same embotrap was not advanced through a new microcatheter. The embotrap will be returned inside the react 71 catheter. No additional information is available.